Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy and failed to cut the suture. As a result, the physician used endoscopic scissors to cut the suture and extract the suturing cinch device from the patient. The procedure was completed with a new overstitch suturing cinch and suture. There was no patient complications reported as a result of this event.